Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device indicated air in the line. There was no additional information provided.

Manufacturer narrative:
Device evaluation- the unit was received in good condition. Functional testing was conducted by filling the reservoir tank and installing a gas vent filter onto an air detector. Fluid and air bubble tests were then conducted and both passed. The device was then left to idle for 3 hours, and no alarm occurred during operation. Evaluation was unable to replicate the reported failure. Preventative replacement parts were installed. A review of manufacturing records was not performed as the results of testing were unable to replicate the failure. A review of this devices previous repair history was also conducted, and no potential causes were found. Removed a1 as no patient was involved.

Event description:
Additional information was received that the issue was found during staff training and therefore there was no patient involvement.